Event description:
Caller reported a malfunction on the pump, specifically a malfunction code "malf 0," but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The caller was advised to continue using the pump and to call back if the issue reoccurs.